Manufacturer narrative:
A4 is unknown. No product was returned for investigation. The cause of the delivery issue was determined to be patient condition as the patient had stick which was too low for placement preventing successful delivery of impella. The device passed all post sterile inspection checks.

Event description:
It was reported that an impella cp was implanted in a shallow position. The patient was in a shallow position.